Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2022 for transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test was performed and passed. Internal visual inspection was performed and passed. A review of the share logs was performed and signal loss over one hour was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.